Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of the x-ray, a small insulation breach was observed. Further information could not be obtained.